Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. A complaint investigation was conducted for the alinity c, serial number (B)(6) to address the customer¿s observation of falsely elevated results. The customer also observed message codes 5744 r1 pipettor movement restricted at wash cup around, 3051 liquid contact broken during aspiration of sample and 3460 asp error for sample occurring multiple times. The customer had replaced the sample probe prior to service dispatch to troubleshoot the message codes and ran quality control (qc), which was then out of range (oor) high. When troubleshooting the issue onsite, the field service representative (fsr) found that the r1 probe was out of alignment. Service calculated the reagent 1 alinity c-series reagent probe resolving the issue. The alinity c-series reagent probe was deemed the cause for the false elevated results. The module function was verified with a control/precision run. The service history for the (B)(6) verifies no subsequent issues have been reported related to discrepant patient results or qc out of range after the current issue was identified. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was found to be adequate for the complaint issue. Based on our investigation, no systemic issue or deficiency was identified.

Event description:
The customer observed falsely elevated calcium results generated on the alinty c processing module. The customer could only provide the following example: sid (B)(6), (55-year-old male): calcium result 19.53 mg/dl, reran on the other analyzer 9.10 mg/dl. (Reference range 8.4-10.2 mg/dl). Customer believes no discrepant results were reported to the clinician. No impact to patient management was reported.